Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, and there was asystole observed during patient's arm movements. A right ventricular (rv) lead warning triggered, and there was noise/oversensing during ventricular high rate episodes. In addition, there was an increase to high impedance and an inhibition of pacing. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.